Event description:
It was reported that when the fiber was connected and when the card was inserted to activate it, a light appeared on the fiber body during the photoselective vaporization of the prostate procedure. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that when the fiber was connected and when the card was inserted to activate it, a light appeared on the fiber body during the photoselective vaporization of the prostate procedure. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that a break in the fiber body was observed at approximately 106.6 cm from the connector. An image provided by the customer also showed a fiber body break. The reported allegation was confirmed. The fiber tip was intact and unbroken. Review of fiber card data indicated that the fiber was not expired, was recognized by the console, and was fired. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: do not excessively manipulate or bend the fiber. Do not bend the fiber where it connects to the laser console. The laser fiber and cap assembly have an outer diameter of <2.3 mm. The laser fiber is designed to be compatible with cystoscopes which have a minimum working channel of 7.5 fr. It is likely that the fiber was damaged while it was being removed from the packaging, or while it was being inserted into the scope. A conclusion code of unintended use error caused or contributed to the event was assigned to this investigation, where the interaction between the user and device, or sample, caused or contributed to the error.

Manufacturer narrative:
Functional analysis could not be performed, as the fiber was not returned. Media inspection was performed and confirmed that the fiber had a body break. The reported allegation was confirmed baser on media inspection. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: the fiber was likely inadvertently broken along the body due to excessive force being applied to it during unpacking, or while advancing it into the scope, or during use.

Event description:
It was reported that when the fiber was connected and when the card was inserted to activate it, a light appeared on the fiber body during the photoselective vaporization of the prostate procedure. The procedure was completed with another device. There were no patient complications.